Event description:
It was reported that the pump screen timed out even while confirming or entering information, which led to delays in insulin delivery and user frustration. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, planned to contact cts if needed in the future, and was in the process of obtaining a new device.